Event description:
The manufacturer's representative reported that at refill, a programming error was made. The patient was seen in a new clinic for refill. The pump had previously been filled with normal saline 9 mg. Dilaudid 5 mg was injected into the pump; but the concentration was not changed and a bridge bolus was not performed. The intended daily dose of dilaudid was 1.05 mg, but the patient actually received 1.9 mg/day. The nurse discovered the error and asked the patient to return to the clinic. The patient returned to the clinic the following day experiencing headache and nausea. The pump was reprogrammed and the patient was instructed to watch for any other symptoms.